Event description:
A discordant falsely elevated cancer antigen (ca 125ii) result was obtained on one patient sample on an advia centaur xp instrument. The elevated ca 125ii result was reported to the physician, who questioned it. The physician was expecting a lower result base on the patient's clinical history and a previous ca 125ii low test result. The customer did not perform repeat ca 125ii testing on the patient's original sample. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely high ca 125ii result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse observed a pinch valve that needed to be reseated. The cause for the initially false high ca 125ii is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.